Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin pump error. Customer's blood glucose level was 180 mg/dl. Customer states crack on the insulin pump starting at the battery compartment. Customer states insulin pump had insulin flow blocked alarm. Customer states insulin pump did not alarm with no reservoir detected. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error alarm, insulin flow blocked alarm, or failed battery noted during testing. The motor was tested outside of the device and passed. Insulin pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.